Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. The pump was received with intermittent up arrow button due to flattened dome switch. The pump also had a cracked case at the display window corners, and minor scratches at the lcd window.

Event description:
It was reported that the customer received multiple no delivery alarms from his insulin pump. The customer's blood glucose level was 306 mg/dl. Troubleshooting was declined. The product has been returned. Nothing further was reported.